Event description:
It was reported that during a da vinci hysterectomy procedure, a frayed cable was identified on the mega suturecut needle driver instrument. It was immediately removed. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The mega suturecut needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. Failure analysis investigation found the following damages: the instrument's distal pulley exhibited mechanical indentations at the edge of the pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the indentations were likely due to mishandling. In addition, the distal end of the instrument's main tube had a scratch mark with light material removed and a rough surface finish. The scratch was short in length and not axially aligned with the tube. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, a broken grip cable and the additional observation of main tube scratch with missing material could likely cause or contribute to an adverse event, if the malfunctions were to recur.